Event description:
Treatment of an avm. It was reported that at the end of the procedure, the catheter separated at approximately 45cm from the distal tip during removal. The broken segment remained in the patient. No patient injury reported. Same event as MDR# 2029214-2012-00196.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The proximal segmment of the catheter has been evaluated and confirmed that the catheter was broken due to excessive tensile forces applied during use.(B)(4).